Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. One video received and reviewed. In the video, a health care professional using unknown inflation device pressurizing the catheter balloon which was broken from the catheter shaft proximally and the balloon was noted be in inverted condition. Further, while pressurizing leak from the porthole near to the proximal end of catheter shaft could be observed. No other anomalies were noted. One fluoroscopic video received and reviewed. In the fluoroscopy video depicts what appears to be angioplasty of the superior vena cava via a right jugular access. The un-inflated balloon has been advanced to the area of interest. Further, the balloon was in not inflated condition and there was no evidence of leak nor rupture could be observed. No other anomalies were noted. Based on the submitted radiographic video, no conclusion could be confirmed but from the real-time received video shows leakage from the proximal end of catheter and balloon had break from the proximal end of catheter joint could be observed. Therefore, the investigation was confirmed for reported leak and identified break issue. However, the investigation remains inconclusive for the reported inflation issue due to device condition in the video and also no sample is available for functional testing. A definitive root cause for the reported leak and inflation, identified break issues could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 01/2026), h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly cannot be filled properly after being sent to the lesion location. It was further reported that there was allegedly a air leakage at the position where the balloon head overlapped with the delivery rod. There was no reported patient injury.